Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, xerostomia, periodontal disease, complication in site preparation, immediate implantation.